Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Contralateral approach was obtained from the left femoral artery. The 99% stenosed lesion was located in a moderately tortuous right posterior tibial artery. A non bsc guide wire and a coyote es otw 2mm x 40mm x 144cm balloon catheter were advanced to the mid part of the lesion. On the first inflation the coyote es otw 2mm x 40mm x 144cm was inflated to ten atmospheres and ruptured. A 1.5x40mm coyote balloon crossed the lesion and inflated to fourteen atmospheres for sixty seconds several times and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Contralateral approach was obtained from the left femoral artery. The 99% stenosed lesion was located in a moderately tortuous right posterior tibial artery. A non bsc guide wire and a coyote es otw 2mm x 40mm x 144cm balloon catheter were advanced to the mid part of the lesion. On the first inflation the coyote es otw 2mm x 40mm x 144cm was inflated to ten atmospheres and ruptured. A 1.5x40mm coyote balloon crossed the lesion and inflated to fourteen atmospheres for sixty seconds several times and the procedure was completed. No patient complications were reported and the patient's status is good.